Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an override group was created that could not access controlled medications, and override privileges need to be added to this role without allowing them to override for controlled substances. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the settings had issue. A technical support specialist investigated the issue and advised the user based on the findings. Suggestions were provided to rectify the problem, which the user implemented successfully. The user acknowledged that the issue was resolved, and the case was subsequently closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an override group was created that could not access controlled medications, and override privileges need to be added to this role without allowing them to override for controlled substances. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.